Event description:
The reporter stated that at the end of the surgical procedure, the surgeon was tightening all the screws in the plate. As he tightened the medial screw in the lunate, 2mm of the screw snapped off. Part of the screw remains in the bone not attached to the plate. The head of the screw was discarded. Integra has requested more clinical information from the user.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.